Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon a chest x-ray the right ventricular (rv) lead appeared to have dislodged. On interrogation, impedance and sensing were diminished from implant but still within range. After fluoroscopy examination it was determine that the lead dislodged from the rv septum and possibly relodged in the anterior wall. The lead was reposition and remains in use. No patient complications have been reported as a result of this event.